Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a port was implanted in a patient diagnosed with a malignant liver tumor, with access obtained via the internal jugular vein and the port placed on the right chest wall. The device was later removed, where it was observed that the catheter was broken upon removal. There was no reported patient injury.